Manufacturer narrative:
A kink was identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out of the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the event could not be determined. Corrosion was present on the top battery. Investigation did not find any leaks in the fluid path that would cause an interruption of insulin delivery. All seals proved able to prevent any leak of fluid out of or into the fluid path. No cracks were observed in the external housing that could potentially allow fluid to get inside the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 355 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. As treatment, removed the pod and bolused for 10 units.